Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and cloudy fluid. The pt was hospitalized for another indication and two days later was diagnosed with peritonitis. The break in aseptic technique was further described as poor compliance and thus poor hygiene, the pt had disconnected during the night, and possibly had not tightened the connection securely. On an unreported date, the pt began treatment with keflin and gentamycin, ip (dose and frequency not reported). At the time of this report, the pt had received re-training and had returned home. Pd therapy was ongoing. Additional information was requested but is not available.